Event description:
It was reported that the patient received a prodisc-c removal at c7-t1. The patient was implanted with a prodisc-c on an unknown date in (B)(6) 2012. The patient presented to explant surgeon on unknown date in (B)(6) 2013 complaining of pain. Scans and x-rays were taken on (B)(6) date and indicated that the prodisc-c endplate at t1 had subsided. The patient was returned to the operating room on (B)(6) 13 for removal of the prodisc-c implant. An anterior cervical decompression fusion was performed and the patient was revised to a peek implant, plates and screws. The patient outcome after revision procedure was reportedly good. This is 1 of 1 report for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surface of the endplates showed remnants of bone. The endplates had evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. The superior and inferior endplates also had iatrogenic damage due to surgical removal using a burr in combination with impingement. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. There is iatrogenic damage present on both endplates and especially the pe inlay including the articulating surface consistent with surgical removal. There are signs of possible impingement between the superior and inferior endplates. No new risks, user needs, or updates to the product development evaluation for the complaint have been identified as a result of the condition of the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An additional evaluation was performed by product development. This complaint relates to an off-label case. The prodisc-c was implanted at level c7-t1. Prodisc-c is only indicated for use in a single level between c3-c7. The package insert details the indications/contra-indications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. Complaint review: there has been a total of 11 complaints where subsidence was observed with the prodisc-c implant. Literature review: a pubmed search was conducted using the following search parameters, prodisc-c and subsidence, with 4 articles returned. No cases of subsidence were reported in the first two papers that covered clinical series. Paper 3 discusses a finite element analysis of the interface between vertebral endplate and different implant designs and doesn¿t contain any clinical results like paper 4, which summarizes a biomechanical cadaver study to evaluate if a correlation between the endplate strength and bone density exists. No new hazards, risks, or increased rates of occurrence of known hazards have been identified as a result of the pubmed searches. Evaluation: as a result of the low complaint rate and no failure of the device being identified as the cause of the subsidence or the adjacent segment degeneration, the verifications and validations documented remain valid for the prodisc-c. It is unknown what the causes are for the subsidence in this case. No new clinical needs or hazards have been identified as a result of this complaint. There is not enough information available to determine the cause(s) of the subsidence observed. It could have resulted from any combination of the following potential causes: implant sizing, the head and neck injury the patient sustained and/or patient selection (e.g. Inadequate bone structure or support).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Implant date was provided as an unknown date in (B)(6) 2012. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device was used for treatment, not diagnosis.